Event description:
In 2008, the lay user/reporter contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt tests his blood glucose once a day. He manages his diabetes with pills (unknown types) and diet and/or exercise. The reporter indicated that the alleged meter issue started on a week earlier. The patient did not take any actions related with diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the alleged issue began, the reporter claimed that the patient developed symptoms of feeling "strange." It is not clear as to what actions the patient took before and after the symptoms developed. On original date, the patient visited his doctor since he was not feeling well. His blood glucose was tested on a doctor's/clinic's meter and a result of "330 mg/dl" was obtained. The patient was treated with insulin (unknown type and dosage). The reporter admitted that the meter's battery was not replaced according to the owner's manual. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms and received insulin treatment from a health care professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.